Event description:
A medtronic representative reported a site vertek arm that was unstable; the reference frame could not be held in a fixed position. Another vertek arm was provided to the site for their use until a replacement was secured. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement vertek arm shipped to site. Suspect device not returned to manufacturer for analysis.